Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element ¿ long drug-eluting stent was selected to treat the lesion. However, it was noted that the stent struts were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the proximal row 9 lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged distal side which the reading is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft found a midshaft kink 1cm distal of the hypotube to midshaft bond. The midshaft was also damaged and twisted at the port exchange site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The inner lumen, outer extrusion and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element ¿ long drug-eluting stent was selected to treat the lesion. However, it was noted that the stent struts were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.